Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 841393) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. Lot number:841393, manufacturing date:2011/03, expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 841393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies ("allergies"), arthralgia ("painful joints / pain in her joints"), bladder disorder ("problems with her bladder"), autoimmune disorder ("auto-immune disease"), migraine ("migraine"), dizziness ("dizziness"), amnesia ("memory loss"), mood swings ("mood swings"), mental disorder ("psychiatric problems"), paraesthesia ("tingling"), peripheral swelling ("swollen hands and legs"), night sweats ("heavy night sweats"), dyspepsia ("heartburn"), tooth disorder ("dental problems"), hypovitaminosis ("vitamin deficiencies"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("intestinal problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, her fallopian tubes and uterus were removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, multiple allergies, arthralgia, bladder disorder, autoimmune disorder, migraine, dizziness, amnesia, mood swings, mental disorder, paraesthesia, peripheral swelling, night sweats, dyspepsia, tooth disorder, hypovitaminosis, hormone level abnormal, dyspareunia and gastrointestinal disorder was resolving. The reporter considered amnesia, arthralgia, autoimmune disorder, bladder disorder, dizziness, dyspareunia, dyspepsia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypovitaminosis, mental disorder, migraine, mood swings, multiple allergies, night sweats, paraesthesia, peripheral swelling and tooth disorder to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. Lawyer reported essure lot # 841393 manufaturing release date was 22 april 2011. Lot number:841393 manufacturing date:2011/03 expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: imdrf-FDA synchronization. Essure lot # 841393 manufaturing release date was 22 april 2011. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 841393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies ("allergies"), arthralgia ("painful joints"), bladder disorder ("problems with her bladder"), autoimmune disorder ("auto-immune disease"), migraine ("migraine"), dizziness ("dizziness"), amnesia ("memory loss"), mood swings ("mood swings"), mental disorder ("psychiatric problems"), paraesthesia ("tingling"), peripheral swelling ("swollen hands and legs"), night sweats ("heavy night sweats"), dyspepsia ("heartburn"), tooth disorder ("dental problems"), hypovitaminosis ("vitamin deficiencies"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("intestinal problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (fallopian tubes and uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, multiple allergies, arthralgia, bladder disorder, autoimmune disorder, migraine, dizziness, amnesia, mood swings, mental disorder, paraesthesia, peripheral swelling, night sweats, dyspepsia, tooth disorder, hypovitaminosis, hormone level abnormal, dyspareunia and gastrointestinal disorder was resolving. The reporter considered amnesia, arthralgia, autoimmune disorder, bladder disorder, dizziness, dyspareunia, dyspepsia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypovitaminosis, mental disorder, migraine, mood swings, multiple allergies, night sweats, paraesthesia, peripheral swelling and tooth disorder to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. Lot number:841393 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: information added: patient¿s initials updated, essure removal date, events (painful joints, problems with her bladder, an auto-immune disease, migraine, dizziness, abnormal bleeding, memory loss, mood swings, psychiatric problems, tingling, allergies, swollen hands and legs, heavy night sweats, heartburn, dental problems, vitamin deficiencies, hormonal problems, dyspareunia and intestinal problems), the event ¿xenobiotic material removed¿ was removed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 841393) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and interrupt the period of limitation to reserve the right to hold the company liable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer (new reporter) provided essure lot number. Essure insertion date was amended to (B)(6) 2012 (prev: (B)(6) 2012) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 841393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies ("allergies"), arthralgia ("painful joints / pain in her joints"), bladder disorder ("problems with her bladder"), autoimmune disorder ("auto-immune disease"), migraine ("migraine"), dizziness ("dizziness"), amnesia ("memory loss"), mood swings ("mood swings"), mental disorder ("psychiatric problems"), paraesthesia ("tingling"), peripheral swelling ("swollen hands and legs"), night sweats ("heavy night sweats"), dyspepsia ("heartburn"), tooth disorder ("dental problems"), hypovitaminosis ("vitamin deficiencies"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("intestinal problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, her fallopian tubes and uterus were removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, multiple allergies, arthralgia, bladder disorder, autoimmune disorder, migraine, dizziness, amnesia, mood swings, mental disorder, paraesthesia, peripheral swelling, night sweats, dyspepsia, tooth disorder, hypovitaminosis, hormone level abnormal, dyspareunia and gastrointestinal disorder was resolving. The reporter considered amnesia, arthralgia, autoimmune disorder, bladder disorder, dizziness, dyspareunia, dyspepsia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypovitaminosis, mental disorder, migraine, mood swings, multiple allergies, night sweats, paraesthesia, peripheral swelling and tooth disorder to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. Lot number:841393, manufacturing date:2011/03, expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: new reporter provided (lawyer). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure treatment, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and interrupt the period of limitation to reserve the right to hold the company liable. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.